Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin from the insulin pump squirted out during manual prime and the pump alarmed no delivery. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting found that the alarm was resolved by a complete set change but that the pump makes a constant audible sound. The customer was advised that the device would be replaced and to return the product for analysis.